Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they will stuck in the fill tubing loop from time to time where they would not be able to escape out of it for a while. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. Customer states they are unable to exit the preparing to prime loop. The device will be returned for the analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing.